Event description:
It was reported that the patient experienced discomfort/pain during pacing prior to the procedure. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted due to lead failure. It was noted that the rv lead was migrated and caused intercostal pacing. The pacemaker systems were replaced. The patient was stable throughout.